Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant troponin ultra and carcinoembryonic antigen (cea) results. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse found aspirate probe 1 (a1 probe) tubing was not fully aspirating, checked pinch valve and tubing, inspected aspirate probe for occlusion. The cse found a crack in a1 probe tubing. The cse cut back and replaced a1 probe tubing. All dispenses and aspirations now working properly. The cse tested acid and base dispense volumes. The cse checked waste vacuum tubing for leaks. The cse ran quality control (qc), and result was in range. The cause of the discordant troponin ultra and cea results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely high troponin ultra results were obtained on two patients samples on an advia centaur xp instrument. The discordant results were reported to the physician(s), who questioned them. The same samples were repeated on the same instrument post service and on an alternate instrument, and resulted lower. The repeat results were reported to physician(s). Discordant, falsely low carcinoembryonic antigen (cea) results were obtained on two patients samples on an advia centaur xp instrument. The discordant results were reported to the physician(s). The same sample were repeated on the same instrument post service, and resulted higher. The results obtained post service were reported to physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant troponin ultra and cea results.